Event description:
It was reported that patient presented into the or for a generator change due to normal eri. During the pre-surgical interrogation, it was noted that the thresholds had been steadily increasing. Physician decided to cap and replaced the atrial lead on (B)(6) 2017. The patient was not symptomatic to the high thresholds and did not have any complications from surgery.